Event description:
It was reported that a malfunction occurred with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the customer was advised to follow up when they were ready to reset the pump.